Event description:
This rv lead was capped due to noise, loss of capture and oversensing. The physician decided to go with a df4 lead and device. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.